Event description:
It was reported that during a lobetcomy procedure, that the surgeon changed the third reload and fired. But the clamp of the instrument could not be opened and jammed, when pressing the release button. The device could not be removed from the lung and another instrument had to be added to cut the tissue to help remove the jammed device from the lung. The patient is fine.

Manufacturer narrative:
Analysis results indicated physical evidence associated with user error. The analysis showed that the atg45 device was received with the handles open, the anvil close with no preload and with a cartridge loaded in the device. The cartridge was received fully fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when trying to fire an already spent cartridge, as stated in the IFU: "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional, as the firing and clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the short rack teeth were found broken. It is possible that the device was clamped on thicker tissue, then indicated as the closure tube was deformed (tested by cannula gauge) and yoke teeth damaged. No functional test could be performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.